Manufacturer narrative:
The customer complaint of a time sync issue was not confirmed or replicated during the investigation. No logs or devices were returned by the customer for investigation. The customer did state that they had used the delay option because the magnesium sulfate IV piggyback had not arrived from pharmacy, and the time sync was off by approximately 40 minutes. During programming of delay options if the ¿current time¿ is displayed correctly the ¿confirm¿ key should be pressed. Pressing the ¿change time¿ key modifies the pcu clock. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the nurse used the delay option because the magnesium sulfate IV piggyback had not arrived from pharmacy, and the time sync was off by approximately 40 minutes.